Event description:
It was reported the patient presented remotely via merlin.net with fatigue due to loss of atrioventricular synchrony. Review of the transmission revealed the pacemaker exhibited intermittent atrial undersensing. Programming changes were implemented. The patient was in stable condition.